Manufacturer narrative:
The reader (B)(6) was returned and investigated with retain test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button depression, strip or usb cable insertion. Reader was connected to the computer and software did not recognize the reader. Usb port lifted pins were observed during the investigation. Reader was placed into the test fixture and attempt to download the log. Issue is not confirmed to use due to poor connection to the pcba (printed circuit board assembly) by damage usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sound/vibration issue was reported with the abbott diabetes care (adc) device. A customer reported that the "alarm was not noticed" when their adc device sounded. The customer reportedly experienced "hypoglycemia", loss of consciousness, sweating and was unable to-self-treat. The customer received unspecified treatment from a non-healthcare professional and was hospitalized. No further information was reported, as the customer does not remember any more details. There was no report of death or permanent impairment associated with this event.

Event description:
A sound/vibration issue was reported with the abbott diabetes care (adc) device. A customer reported that the "alarm was not noticed" when their adc device sounded. The customer reportedly experienced "hypoglycemia", loss of consciousness, sweating and was unable to-self-treat. The customer received unspecified treatment from a non-healthcare professional and was hospitalized. No further information was reported, as the customer does not remember any more details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The exact date of event is unknown. The date entered in section is based on the customer's report of "about 2 years ago". All pertinent information available to abbott diabetes care has been submitted.